Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm and failed the system check-out.

Manufacturer narrative:
The driver's alarm history was reviewed and confirmed the system malfunction alarm and system check failure as observed by the customer. The driver passed all incoming functional testing and was subjected to additional power cycle and system check testing. The driver performed as intended, and there was no evidence of a device malfunction. The failed system check was not able to be reproduced. The likely root cause of the system check failure could not be determined. Additional testing included manipulation of the key switch which proved that a system malfunction alarm can be recorded if the key switch is improperly or incompletely turned. The likely root cause of the customer-reported alarm was the key being improperly or incompletely turned. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.